Event description:
Ostomy pt had family member apply an ostomy wafer around stoma. Family member ran finger around stoma to make sure barrier was well-adhered to peri-stomal skin. After 30 minutes, pt noticed stoma was bleeding. Pt went to emergency room to get their stoma sutured.